Event description:
Paramedics attended to a pt experiencing chest pains. Several ECG strips were taken and the decision was made to transport the pt to the hospital. Allegedly during transport, the crt displayed a flatline when the pt was still concious and alert. The pt was said to be conscious upon arrival at the hospital.